Event description:
Intraoperatively, after implanting the valve and testing the leaflets, transesophageal echocardigram showed that one leaflet was not closing completely causing regurgitation. The heart was reopened and the valve was rotated; however, there was still regurgitation. The valve was removed and replaced with a 29mm carbomedics valve.